Event description:
It was reported that the bd microfine¿+ insulin syringe experienced foreign matter within the device fluid path. The following information was provided by the initial reporter: it was reported that orange color foreign substance was found on the needle.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Two images of a syringe cannula were provided. The customer reported that an orange color foreign substance was found of the needle. The images were examined, and it was observed that an orange, translucent material was located on the surface of the cannula nearest the barrel. The material could not be identified based on the photo alone, therefore, a potential root cause could not be determined. A review of the device history record was completed for batch# 8330541. All inspections were performed per the applicable operations qc specifications. There were (B)(4) notifications noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received a root cause cannot be determined at this time based on the photo provided alone.

Event description:
It was reported that the bd microfine¿+ insulin syringe experienced foreign matter within the device fluid path. The following information was provided by the initial reporter: it was reported that orange color foreign substance was found on the needle.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-mar-2022. H.6. Investigation: customer returned (1) 1ml, 12.7mm, 29g syringe in an open blister pack from lot # 8330541. Customer states that orange color foreign substance was found on the needle. The returned syringe was examined and exhibited an orange tinted piece of material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene. A review of the device history record was completed for batch# 8330541. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause could not be determined.

Event description:
It was reported that the bd microfine¿+ insulin syringe experienced foreign matter within the device fluid path. The following information was provided by the initial reporter: it was reported that orange color foreign substance was found on the needle.